Manufacturer narrative:
H3: product analysis of console (s/n: (B)(6)) stated the requested condition was not observed during the incoming inspection, but it was observed that the power button led lights up blue after connecting the power cable. Applicable annex codes for console are c02, d02 and g02004. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Applicable annex codes for console are c19, d20 and g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was working sluggish. There was no known patient impact.